Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm during bolus even after replacing infusion set. Customer's blood glucose value was 200 mg/dl at the time of the incident. The customer has not tried different cannula lengths. Customer states the tubing was not bent or kinked. Customer states they had tried all remedies. Advised customer to place pump in storage mode and remove battery, press and hold the back button until the screen turns off. The device will be return for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. (B)(4).